Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
An adc customer reported that when applying the blood sample to the strips and after inserting the test strip into her fs freedom lite meter, she received an unspecified error message. The customer then stated as a result of the product issue and her "glucose dropping" she lost consciousness and stated she "fell and hit the floor, her head split open and her spine is very bruised and sore" from the fall. Customer denied paramedics were called and customer did not seek treatment at a health care facility. Customer stated she drank water to help counteract the medical event. No additional information was provided. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
Customer's product has been requested back for investigation and a follow-up report will be submitted once additional information is obtained.